Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and replaced a cracked tube in the hydro and cleaned the fluid that leaked into the compartment. The issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the wash concentrate reservoir was empty and the wash concentrate leaked into the hydro compartment on the synchron lx20 pro chemistry analyzer. No injury or operator exposure was reported.